Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported that the needle deployed early and did not retract back into the pod. The patient's blood glucose (bg) level rose to >250 mg/dl.